Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a female patient who had essure inserted for female sterilization. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain female, menses irregular with excessive bleeding, dysmenorrhoea and menses irregular with excessive bleeding. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstruation irregular ("menorrhagia with irregular cycle") and menorrhagia ("menorrhagia"). The patient was treated with surgery (laparoscopy with bilateral salpingectomy and removal of essure devices,d and c, ablation). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, menstruation irregular and menorrhagia outcome was unknown. The reporter considered menorrhagia, menstruation irregular and pelvic pain to be related to essure. The reporter commented: discrepancy noted in date of insertion: (B)(6) 2013, (B)(6) 2013. Discrepancy noted in date of removal: (B)(6) 2018 date: (B)(6) 2018: procedure: 1. Laparoscopy with bilateral salpingectomy and removal of essure devices. 2. Hysteroscopy with dilatation and curettage. 3. Novasure endometrial ablation . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2020: pif received event menorrhagia with irregular cycle was added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted for female sterilization. The patient's medical history included pelvic pain female, menses irregular with excessive bleeding, dysmenorrhoea and menses irregular with excessive bleeding. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopy with bilateral salpingectomy and removal of essure devices,d and c, ablation). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: discrepancy noted in date of insertion: (B)(6) 2013, (B)(6) 2013 discrepancy noted in date of removal: (B)(6) 2018. Date: (B)(6) 2018: procedure: 1. Laparoscopy with bilateral salpingectomy and removal of essure devices. 2. Hysteroscopy with dilatation and curettage. 3. Novasure endometrial ablation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-oct-2020: mr received: event " medical device removal" was updated to "pelvic pain". Medical history, patient date of birth added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a female patient who had essure inserted for female sterilization. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-may-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.